Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted in the 1st obtuse marginal. One day post index procedure, an acute non stemi is reported to have occurred. Investigator assessed event as peri-procedural non q-wave mi. Investigator reported that the location of the infarction was inferior and it is unknown if target lesion /study stent was involved. Investigator states that event was not related to study procedures. Patient was asymptomatic at 30 day follow up.